Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature of arctic sun device did not drop and not cooling. Per wo review on 03apr2024, patient treated with another machine and no harm caused.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that water temperature of arctic sun device did not drop and not cooling. Per wo review on 03apr2024, patient treated with another machine and no harm caused. Per follow up information received via email on 09apr2024, they were not sending device back, distributor will perform the troubleshooting. Issue is not solved until they replace parts. Distributor has claimed that chiller pump was not working after swapping with a good known pump. To order warranty chiller pump and to replace. Patient used another arctic sun unit to complete the therapy. No impact to patient.